Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 1 of 2. Other mfg report number: 2523190-2016-00205. It was reported that during a laparoscopic cholecystectomy sparks start to come out from the connection point with the bipolar cable. No patient injury reported and the event lead to 10 minutes surgical delay. The procedure went ahead with a replacement device.

Manufacturer narrative:
Integra has completed their internal investigation on february 9, 2017. The investigation included: results: evaluation of returned device; the instrument does not coagulate. The black plastic part is burnt at the connection. Conclusion: the reported burns on the plastic part are likely the consequence of the formation of a short circuit with an electric arc inside the device due to the presence of humidity / residues in the connection zone. The origin of the humidity responsible for these reported complaints could be: - some residual humidity that was present before use from a lack of drying of the device or of the cable during reprocessing or a defect of cleaning of the instrument (blood or tissues). - some infiltration of body fluids from the patient along the tube during surgery - some contamination by fluids during surgery i.e. Liquid spilled on the handle during surgery, or instrument in contact with liquids when not used.

Manufacturer narrative:
Integra has completed their internal investigation on december 23, 2016. The investigation included: methods: review of device history records. Review of complaints history. Results: product of objective evidence was not returned so the evaluation was unable to be performed. Therefore an investigation for cause was unable to be performed. DHR review; no anomalies that could be associated with the complaint were observed complaints history; first occurrence for this risk for this device - no adverse trend conclusion: a determination of root cause is not possible as the device has not been returned.